Event description:
The IV pump malfunctioned during medication infusion. The pump alerted "air detector and upstream occlusion." The nurse attempted troubleshooting by priming tubing, replace tubing and reset infusion without success.